Manufacturer narrative:
We received the full analysis. The pacemaker was first interrogated and the device memory was assessed. Device status had been eri since 04 september 2018. The charge from the battery was checked. The inspection showed an unexpectedly depleted battery. The therapy capabilities of the pacemaker were checked. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. Next, the pacemaker was opened. A visual inspection of the internal structures showed no irregularities. The battery voltage was measured. The measurement confirmed the unexpected battery depletion. The battery was returned to the manufacturer for an extensive analysis. The battery production documents were first reviewed, and no irregularities were found. The battery voltage and heat were then examined. A depleted battery could be confirmed during the battery voltage measurement. A microcalorimatric measurement showed no irregularities. The battery was opened and the internal structures were visually inspected. An internal shunt was found during the visual inspection. This internal shunt could be the reason for an increased level of battery-internal self-discharging, which contributed to the premature battery depletion. In summary, premature battery depletion was confirmed with the pacemaker analysis. The clinical observation resulted from an increase in battery self-discharging. The electronic module proved to be fully functional during the analysis. Based on the analysis, all therapy functions that are critical to patient safety were unconditionally available during the implantation period.

Manufacturer narrative:
A partial analysis was received. The pacemaker first underwent a status interrogation, and the device memory was analyzed. The device status was eri since (B)(6) 2018. The charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. The pacemakers capability to provide therapy were tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. The pacemaker was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for a thorough analysis. Currently, the battery analysis has not yet been concluded. As soon as new insights are available, the report will be updated.

Event description:
Ous MDR - it was reported that the device was explanted approx. 44 months after implant due to battery depletion.